Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 28 mg/dl. Customer treated their low blood glucose levels via carb intake. Troubleshooting for low blood glucose was performed. Customer advised they have struggled with controlling their blood glucose levels since they go high and low sporadically. Customer performed and passed the high-pressure test and displacement test. Customer advised their settings were not changed. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will not be returned for analysis. Customer advised the auto mode feature was off and not automatically delivering insulin at the time they experienced high blood glucose levels.